Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Affiliate reported via email procedure arthroscopic shoulder stabilisation. Surgeon reported that during use of depuy mitek fms shaver, in patient's shoulder joint, a very small amount of possible metal debris was generated by the shaver blade. Shaver replaced. Debris removed by suction, and use of new shaver. No further incident reported. Case delayed by 5 minutes. No ae to patient. Patient outcome post surgery - shoulder joint stable additional information received via email from the affiliate on 4-10-2017, lot number information is not available. Additional information received via email from the affiliate on 4-18-2017, it is assumed that all debris had been removed through suction as the report did not indicate that anything was left in situ.